Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7090895. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explanted due to loss of sensation in the legs and other complications from the implant surgery. The patient was doing well postoperatively. The explanted device components were not returned.